Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred after use with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, "when preparing avastin, coring occurred frequently. The customer conducted inspection with using phaseal. White tiny fms in the 3 vials and rubber stopper like fms in the 2 vials were confirmed." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary: five protector samples were returned to our quality team for investigation. The product was visually inspected, no defects or damage observed on the protectors, the protectors fit securely to the vial, and the needle on the protector penetrated the vial stopper properly. During our evaluation, foreign matter was observed inside two of the vials. Characterization testing was performed and identified the particles were consistent with the rubber stopper of the vial. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Fragmentation testing is performed according to procedure, to evaluate any particulates generated after ten activations. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available we are not able to identify a definitive root cause at this time. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that coring occurred after use with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter: "when preparing avastin, coring occurred frequently. The customer conducted inspection with using phaseal. White tiny fms in the 3 vials and rubber stopper like fms in the 2 vials were confirmed." 5 occurrences were reported.

Event description:
It was reported that coring occurred after use with a bd phaseal¿ protector p50j. The following information was provided by the initial reporter, "when preparing avastin, coring occurred frequently. The customer conducted inspection with using phaseal. White tiny fms in the 3 vials and rubber stopper like fms in the 2 vials were confirmed.". 5 occurrences were reported.

Manufacturer narrative:
The following is the change: d.1. Medical device brand name: bd phaseal¿ protector p50j.